Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device windows stuck on update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had advised the customer to reboot the station and later reached out to confirm if the issue was still occurring. The customer mentioned that the issue had been resolved, and the user gave permission to close the case. The system functioned as intended after the customer resolved the device.